Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) is complete. The reported problem (charger resetting) was confirmed. As received, the charger was resetting. Upon eval, there was contamination on the battery board. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report the charger/modem sn (B)(4) was resetting.